Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 3008452825-2017-00007. During the procedure, a cardiac perforation occurred. Following transseptal puncture with a swartz transseptal introducer, the introducer was pulled down the septum when a perforation was noted. Fluoroscopy revealed a cardiac perforation and protamine was administered which stabilized the patient. There were no performance issues with any sjm devices.